Event description:
It was reported to philips that the system gave an alert indicating the point invertor's resonance frequency was too high which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. Following a system reboot, the vascular diagnostic procedure was completed with a delay of less than 20 minutes. A philips remote service engineer (rse) analysed the system log files remotely and identified a remote alert indicating the point(power inverter) has high resonance frequency. The root cause of this alert was due to an excessively high resonance frequency in the point sensor¿s frontal channel. While the system was restored to normal working conditions following the reboot, it was done with certain limitations accepted. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes have been updated based on the investigation's outcome.